Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac limb stent graft was implanted to treat an abdominal aortic aneurysm. Patient returned for unknown reason where physician observed thrombosis of the right limb. The right limb was reported to have collapsed in the leg of the main body. The physician elected to re-intervene by explanting the device, successfully resolving the thrombosis. The patient is reported to be doing well post-procedure. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion within the aortic body and bilateral iliac limbs was found to be anatomy related due to the patient's hypercoagulable systemic condition. The reported right iliac limb stent buckling also likely contributed to the event. Procedure related harms include 2000 ml blood loss and additional surgical procedures. The patient was discharged on the seventh post operative day to their prior treatment facility and no additional patient sequelae has been reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Codes: (B)(4).